Manufacturer narrative:
Updated section event description.

Event description:
Edwards received notification that this patient with a 23mm 3300tfx aortic pericardial valve was diagnosed with endocarditis approximately five (5) months after implantation. The valve was explanted 16 days later after endocarditis was diagnosed and it was replaced with an unknown valve model and size. Unfortunately, the patient expired on pod #19 after the redo surgery. The source of infection was klebsiella pneumoniae. As reported, indication for the initial replacement was aortic double injury with predominant stenosis and aneurysmal dilatation on aortic root. Avr and aortic root repair with aortic tube was performed. The patient did not have endocarditis prior to implantation, there were no precipitating factors associated to the development of endocarditis.

Manufacturer narrative:
Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
Prosthetic endocarditis, with or without vegetation, of valves and annuloplasty rings is a serious complication of cardiac valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset usually less than 60 days postoperative) and late (onset greater than 60 days post-implantation). Prosthetic endocarditis occurring within 60 days of valve or ring implantation generally reflects contamination arising in the perioperative period. There are many opportunities for organisms to seed a prosthesis peri-operatively, most of which probably occurs intraoperatively. Besides the patient's own skin and access lines, several other important modes of contamination have been recognized including air in the operating room, the coronary suction devices used during surgery and the heart-lung bypass machine, faulty technique during cardiac output measurements, and the prosthesis itself. In early cases of prosthetic endocarditis, subsequent infections are almost universally related to contamination at the time of surgery. If there were ever non-conformances in the sterility or packaging processes, they would most likely manifest in the early post-operative period. The root cause of this event cannot be conclusively determined with the available information. The subject device is not available for evaluation as it remains implanted in the patient. However, per edwards' microbiology report, the reported klebsiella pneumoniae microorganism would not survive in edwards' multi-stage processing or glutaraldehyde terminal sterilant solution. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that the patient died due to endocarditis 19 days after the implantation of an edwards valve model 3300tfx23mm in the aortic position. Source of infection was klebsiella pneumoniae. As reported, indication for initial replacement was aortic double injury with predominant stenosis and aneurysmal dilatation on aortic root. Avr and aortic root repair with aortic tube was performed. The patient did not have endocarditis prior to implantation, there were no precipitating factors associated to the development of endocarditis.